Event description:
Got breast implants (B)(6) 2016. (B)(6) 2016, I started feeling very tired. Finally visited dr diagnosed with chronic fatigue. Then, started with joint pain and tenderness throughout. I was eventually diagnosed with fibromyalgia. I have often wondered if there is a correlation between my illness and the implants. After reading your website, the symptoms listed under breast implant illness match all of my symptoms which also match the symptoms of fibromyalgia. FDA safety report ID # (B)(4).